Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 296 mg/dl at the time of incident. The customer stated that the she treated the high blood glucose with manual injections. The customer stated that there was a crack on the battery compartment threads. The customer stated that the insulin pump turned back by itself. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was monitored and tested with no blank display noted during our testing. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump passed displacement, rewind, basic occlusion, prime, excessive no delivery and occlusion tests. However, the insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube and stained end cap sticker noted.